Event description:
It was reported that the right ventricular lead exhibited chronic low r waves and loss of sensing. On (B)(6) 2017 the lead was capped and replaced during a scheduled device change out procedure. The patient was in stable condition during and after the procedure.